Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the pump motors were slow was confirmed. It was found during evaluation that the pump had inadequate flow. An internal worn gear was found to be the root cause of the identified failure and was replaced to correct the same. The device was tested, and found to be working according to specifications. The worn gear is a result of prolonged usage of the device over time. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2017, and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during preventative maintenance, it was observed that the motor on the pump device was slow. During in-house engineering evaluation, it was determined that the pump had inadequate flow. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.